Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported a patient received coolsculpting to the mid abdomen and flanks with the cooladvantage applicator. Approximately 3 months post coolsculpting the patient reported developing an adverse side effect to their treated areas. The patient was diagnosed with paradoxical adipose hyperplasia by the treating provider.

Manufacturer narrative:
Corrected data: a6, b3, b5, d1, d4, concomitant product, and h6.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and flanks on (B)(6) 2020 with the cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported a patient received coolsculpting to the mid abdomen and flanks with the cooladvantage applicator. Approximately 3 months post coolsculpting the patient reported developing an adverse side effect to their treated areas. The patient was diagnosed with paradoxical adipose hyperplasia by the treating provider.